Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned and was replaced due to dislodgement. The patient was then treated with intravenous antibiotic. No additional adverse patient effects were reported.